Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the proximal left anterior descending (plad) artery with a previously implanted stent, 75% stenosis and mild tortuosity. The pressurewire x wireless guide wire was advanced and fractional flow reserve measurement was performed. However, the device got stuck upon removal that seemed to have stretched and could not be removed. A micro catheter was used to successfully remove the pressurewire x wireless guide wire. Another pressurewire x wireless guide wire was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched tip was not confirmed; however, a material separation was confirmed which was likely the intended damage being reported. The difficult to remove could not be tested as it was based on procedural circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that the tip off the pressurewire became stuck on the previously implanted stent or challenging anatomy causing difficulty removing, and separation of the proximal tube requiring unexpected medical intervention to remove the pressurewire using a micro catheter. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.